Event description:
Device malfunction: partially deployed stent. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during preparation, while flushing of the xceed device, it was noticed that the stent was partially deployed by one strut row. A second stent was used to complete the procedure. Reportedly, there was no pt involvement. Though requested, no add'l info is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.